Event description:
It was reported that approximately a year ago, the physician performed an unevenful sling procedure. Following the procedure the patient's blood pressure dropped and immediate exploration in the operating room demonstrated a occult retroperitoneal bleed. The physician stopped the bleeding and a vascular surgeon finished the repair. The patient was stabilized and did well. In the recovery room a nurse gave the patient 8 mg ms IV and the patient coded. During the code dopamine infiltrated the left hand and a wedding ring was present. The patient lost some sensation in the finger but overall did well. These subsequent complications were not apprently related to the device or primary procedure.